Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-1110 serial#: (B)(4) description: precision implantable pulse generator model#: sc-2138-70 serial#: (B)(4) description: scs 70cm iii lead the explanted device was not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that one of the patients lead was non functional. It was noted that the lead filars were exposed near the connecting end that fits the ipg and the contacts were completely out. It was unknown if the physician exposed the wires of the leads during or prior to the procedure. The patient underwent a revision procedure wherein the ipg and lead were replaced. No device malfunction was suspected. The patient was doing well postoperatively.